Event description:
The customer reported that while the unit was in use on a ptient, some of the keys on the keypad were not functioning. The patient was switched to another unit and therapy was continued. No patient injury was reported.